Manufacturer narrative:
Conclusion: since the valve has been implanted for over 10 years, it¿s very unlikely that the stenosis / regurgitation are due to any potential manufacturing issue. A conclusive cause of the stenosis / regurgitation could not be determined from the limited information available.

Event description:
Medtronic received information that 10 years 3 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to severe aortic stenosis and regurgitation. No additional adverse patient effects were reported.